Event description:
It was reported that the bd vacutainer® k2 edta (k2e) plus blood collection tubes stopper was found to be damaged before use on 7 tubes. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) plus blood collection tubes stopper was found to be damaged before use on 7 tubes. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd japan received seven (7) samples and attached four (4) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged closure was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged closure. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.